Event description:
Imp# (B)(4).

Manufacturer narrative:
No device was returned to resmed for investigation. The customer informed resmed technical support of an observed system fault 74, a high pressure obstruction alarm, in an astral device. The customer was then informed of the root causes for a high pressure obstruction alarm including patient settings or a kink in the tubing. The patients device was rebooted and put through a successful learn circuit which resolved the issue. There were no adverse events reported for this incident. (B)(4).